Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that v3 was not working. This could impact the acquisition of a 12-lead ECG.